Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for peritonitis event. The patient was treated with unknown antibiotics treatment for peritonitis. On an unknown date, the patient was recovered from the peritonitis; however, the patient remains hospitalized. It was reported that on an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (hd). Same hd is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.